Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to another device (truetest). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2016. The patient informed the mss that on (B)(6) 2016 at 3:00am, he awoke feeling ¿shaky and his arms were cold, sweaty and clammy¿; symptoms he associated with low blood glucose. In response to the symptoms, the patient informed the mss that he tested his blood glucose with the subject meter and obtained a result of ¿120 something mg/dl¿ and that he tested on another device (truetest) and obtained a result of ¿68 mg/dl¿. The patient informed the mss that he treated himself with a glass of cranberry juice and a sandwich and that his symptoms resolved within half an hour to an hour. The patient also reported that on unspecified dates he obtained blood glucose readings of ¿243 and 257 mg/dl¿ with the subject meter and ¿141 and 150 mg/dl¿ respectively on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. During the follow-up call, the patient stated that he manages his diabetes with insulin (42 units of slow acting insulin at night), diet and exercise. The patient claimed that he tests his blood glucose before meals in the morning, afternoon and at night and that when his blood glucose is less than ¿140 mg/dl¿ at night he takes only takes 22 units of insulin. Prior to the onset of the symptoms, the patient had last tested with the subject meter on the evening prior but he was unable to recall the reading obtained or what action he took regarding his usual diabetes management in response to the result. The patient informed the mss that if he obtained a result of ¿greater than 140 mg/dl¿ on the subject meter he would adjust his insulin dose based on the result of his back up meter (truetest) if it read lower. During the follow-up call, the patient was unable to confirm if he attributed the onset of the symptoms to the alleged meter issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.